Event description:
According to the reporter, during the laparoscopic choledocholithotomy procedure, upon removing the device from package, the tip of the obturator and the root of the cannula were found to be broken. The event occurred during the procedure but the product was notused for patient. There was no harm caused to the patient. The procedure was completed with another device.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the trocar and threaded anchor appeared to be intact. The cap was disengaged from the obturator. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator cap may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.